Event description:
It was reported that there was a device related thrombus. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a 35mm watchman flx laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the laa, and release criteria was checked. The release criteria was not met, and multiple recaptures were required to get the device in the correct position. Once position, anchor, size, and seal (pass) criteria were met, the closure device was released. After release, an echocardiogram revealed a thrombus on the face of the device near the threaded insert. The physician removed the was, and the patient was woken up. A full neurological check was completed on the patient who was found to be neurologically intact. The patient was placed on anticoagulation medication and was discharged from the hospital.